Event description:
I have been a diabetic for over 18 years and have been using an insulin pump for 14 yrs. In 2009, I put my pump on as usual using a medtronic/minimed paradigm quick set from one of your recall lots "8". I put it on at 10:00 p.m. With nothing unusual happening. The next morning when I woke up, I had to remove the quick set because I had severe pain at the injection site and my blood sugar was 320. My injection site had a hugh bump the size of a 50 cent piece and within a few days, turned red and purple and the bump was very painful (this was something I have never experienced before). I knew I should go to the doctor and I called for an appointment, but I knew what they would do - which was cut it open and drain it (I could barely stand the pain from me touching the area around the bump. So I waited. On the 4th day, the injection site popped and some of the puss came out, I spent the next 2 weeks with the site draining 3 or 4 times a day. It drained so much that the puss would soak through a thick band aid and my clothes. I can't even describe the pain this caused, it was horrible. Overall, it took a month to finally clear up the injection site before I was pain free. Again, this has never happened before and when I got your letter on july 2009 regarding the recall, I thought maybe it was a result of a bad paradigm quick set that caused the pump not to inject the insulin properly or maybe it was some bad material in the making of the tubing from the quick set that caused my skin to reject the material which caused the bump??? I am informing you of my experience in case you have others complaining of this happening to them. I also had some bad experiences in which on 2 separate occasions the previous month, using the recall lots "8" quick sets in which I had experienced high blood sugars and had to remove the quick sets (I have had this happen even before the recall). Supplies are very expensive, but is a life support to me and grateful to be able to have them. I was very upset when I received my replacement paradigm quick sets. Instead of sending me 3 complete boxes, they sent me the exact amount of recall quick sets that I sent in 2 boxes and 4 "single sets". The distributor couldn't even replace the other 6 single sets (3 of which I had to remove because they didn't work as explained earlier.) Talk about being cheap (high volume of returns???). This whole experience has been very upsetting and painful. I hope to never have to go through anything like this again. Thank you for your time in this matter.